Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The returned device is one bone depth gauge, with cosmetic damage indicating prior use. As returned, the hook component was disconnected from the handle component, and protruding out the end of the body assembly. This prevented the handle from locking into the body, while also preventing it from moving the hook. The hook was able to be assembled onto the handle without issue. Once this was done, the handle assembly locked into the body assembly and the gauge slid freely along the gauge marker. Once the device was properly assembled, the handle assembly unlocked and disassembled from the body assembly, by moving its axis off the axis of the body assembly. It is noted that the handle unlocked from the body with little effort (although it is also noted that this is a subjective assertion). Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge was loose and fell apart. No serious injury was reported. Attempts have been made and additional information on the reported event is unavailable.